Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed err121 on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A review of the downloaded receiver log did not confirm the reported event of an error icon display. Functional testing could not be performed because of the "call tech support" error. A root cause could not be determined.